Event description:
No additional information

Manufacturer narrative:
It was reported that there was an issue with the tubing ballooning in the silicone segment. One photo was taken by the customer that confirms the issue. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was ballooning the following information was received by the initial reporter with the following verbatim I just wanted to share these pictures with you, we've some issues with our primary tubing, ref#2420-0007. The products were not saved, I also do not have any lot numbers. They are keeping an eye out if this occurs again.